Manufacturer narrative:
The returned device did not match the reported procedural step. The device was investigated and determined that the balloon performed as intended. Visual inspection of the device showed that the shuttle cartridge was engaged to the handle and the introducer sheath was pull back against the shuttle. The sealant was wrapping around the distal end of the advancer tube which covered the balloon. Blood was observed on the sealant. This evidence indicated the user might have over-tamped the sealant. The device was inflated with fluid to determine if there was any presence of leak in the balloon or any part of the catheter; no leak was observed. A review of the lhr was not possible as the lot number was not provided. Based on the info received and the investigation performed, the root cause of reported complaint could not be determined.

Event description:
It was reported by the aci sales professional that a (B)(6) male pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 5f st jude sheath. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size approx 6mm. Following the procedure, the tech who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon lost pressure during pull back at the first stop. The device was removed and a second mynxgrip vascular closure device 5f was deployed successfully. The pt was ambulated and was discharged home the same day with no clinical sequela noted. No further info is available.